Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the infusion set cannula was bent. Customer's blood glucose was 450 mg/dl. No troubleshooting was done on high blood glucose. Customer was advised the infusion set will be replaced. Customer will not be returning the sensor for analysis.